Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted about a month after being implanted. This rv lead dislodged three times. The physician decided to replace this rv lead with a longer lead to try and prevent any future dislodgement. The rv lead was retained by the hospital. No additional adverse patient effects were reported.